Event description:
I purchased equate contact solution with 3 percent hydrogen peroxide to disinfect my contacts at night. When I went to put them in my left eye started burning. I immediately removed the contact lens and put it in some new solution and waited an hour. When I went to put it in again my eye immediately started burning again. Is the product over-the-counter: yes. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Do you still have the product in case we need to evaluate it: yes. Date the person first started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2018. Why was the person using the product: clean and disinfect contact lenses.